Manufacturer narrative:
The hospital replaced the manifold and bag connector.

Event description:
The hospital reported the unit had a damaged bypass manifold and a broken bag connector. There was no report of patient involvement.